Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient's competitive transvenous right ventricular (rv) lead was exhibiting noise on the rate/sense channel and pacing impedance measurements of greater than 3000 ohms. The patient has received no inappropriate therapy due to the noise. Of note, these observations may have been going on for several months, as the patient has not been compliant in follow-ups. No adverse patient effects have been reported.

Manufacturer narrative:
The device was temporarily reprogrammed to a single therapy zone at 220 bpm, until a revision procedure is performed. The boston scientific crm technical services department recommended informing clinic nurses how to use a magnet in the event of inappropriate therapy, should the device's tachycardia therapy be left on prior to the upcoming lead revision. Available information suggests that a revision procedure has not yet taken place. This event will be updated if any additional information becomes available. Additional information indicates that this competitive rv lead was confirmed to be fractured. A procedure was performed, during which this competitive rv lead was explanted, and the ICD was electively replaced. A new boston scientific device and rv lead were successfully implanted. A request has been made to the field for the return of this explanted device. This event will be updated if any additional information becomes available, or if this device is returned for analysis.